Manufacturer narrative:
Evaluation of the pacemaker¿s header found that the atrial setscrew had became stuck to the torque wrench tip. The corners of the wrench tip were not aligned to go into the setscrew inset so the corners of the wrench were forced into the inset walls. This wedges the corners of the wrench into the walls so that the wrench tip becomes stuck in the setscrew. The setscrew stuck to the wrench and then was pulled out of the device through the septum when the wrench was removed. During analysis, the setscrew was able to be fully re-inserted and functioned normally. Functional bench testing of the device did not find any anomalies. The reported difficulty with the atrial setscrew was confirmed. The a-setscrew problem is related to the incorrect use of the wrench by its user in the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the set screw fell out of the device header after it was removed from the device packaging. The device was not implanted and the physician elected to implant a new device to resolve the event. The patient was in stable condition.